Event description:
Unomedical reference number (B)(4). Event occurred in the united states on first week of march 2024, it was reported that five infusion sets fell off during use. Customer stated issues began the first week of march 2024. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
MDR 3003442380-2024-00798 - device 3 of 5.